Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ optima infusion adapter (c100-o) disconnected from the chemotherapy bag and spilled chemo medication onto the floor and IV pump. The following information was provided by the initial reporter: "bd phaseal disconnect/ chemo spill when nurse was about to administer chemotherapy, the chemotherapy bag was placed on IV pole and when the nurse went to grab the scanner, the phaseal disconnected by itself from the chemotherapy bag and the chemo started spilling. The nurse immediately inverted the bag to prevent further spilling. Spill noted on floor and IV pump. None noted on patient. Chemo spill protocol conducted."

Manufacturer narrative:
H6 investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the bd phaseal¿ optima infusion adapter (c100-o) disconnected from the chemotherapy bag and spilled chemo medication onto the floor and IV pump. The following information was provided by the initial reporter: "bd phaseal disconnect/ chemo spill when nurse was about to administer chemotherapy, the chemotherapy bag was placed on IV pole and when the nurse went to grab the scanner, the phaseal disconnected by itself from the chemotherapy bag and the chemo started spilling. The nurse immediately inverted the bag to prevent further spilling. Spill noted on floor and IV pump. None noted on patient. Chemo spill protocol conducted."